Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device in this incident, it was determined that the combo medication was not dispensing. A technical support specialist (tss) dialed into the test server and reviewed the device details, referring to knowledge article multi component order troubleshooting. The sample formulary was checked, and it was confirmed that the customers formulary setup was incomplete. The customer was advised accordingly and requested to provide a new sample, as the previous sample was no longer available on the test server. Multiple follow ups were made over several days, but no response was received. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user attempted to link a combo medication in the pyxis test server to an epic order, although the order successfully linked to pyxis, but the products appeared greyed out and could not be dispensed.the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server user attempted to link a combo medication in the pyxis test server to an epic order, although the order successfully linked to pyxis, but the products appeared greyed out and could not be dispensed.the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user attempted to link a combo medication in the pyxis test server to an epic order, although the order successfully linked to pyxis, but the products appeared greyed out and could not be dispensed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.